Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/20/2024, it was reported that the patient´s husband called the paramedics in afternoon when the patient lost consciousness for 30 minutes. The bg reading was 1.3 mmol/l and there were no cgm readings taken. They arrived 20 minutes later and treated the patient with glucagon injection. They took the patient to the ed where she then remembers regaining consciousness (about 10 minutes later). The patient was admitted at 8:30 pm and they monitored her bg values (given mdi to ensure glucose didn't get too high after the glucagon) and she was discharged on the (B)(6) 2024 in the morning. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.